Event description:
Device malfunction: stent thrombosis. Time of malfunction: post procedure. Symptoms/ae: stroke. It was reported that approx 24 hours post left internal carotid artery xact stent implantation, the pt experienced a stroke with right sided weakness and aphasia, confirmed by MRI. Carotid doppler and CT studies were suggestive of in-stent thrombosis. The thrombosis was treated with medication and the pt is in rehabilitation. Reportedly, the pt is doing better, although symptoms are continuing. Although requested, no additional info was provided.

Manufacturer narrative:
The stent remains in the pt's body. The lot number was not identified; therefore, a device history record review could not be performed.